Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address painful knee. Implants were checked for loosening and were determined to be well fixed. Surgeon cleaned up soft tissue and exchanged the poly.the item and lot numbers of the poly insert that was removed was unreadable. Doi: unknown dor: (B)(6) 2018 right knee.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.